Event description:
The facility reported a pump with a "bad battery". This occurred during bio-med testing. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
Evaluation summary: the reported condition of a "bad battery" was confirmed. Inspection of the device found failure code 570:320:844:0000 in the pump's event history. This failure code was caused by depleted batteries that were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.